Event description:
It was reported that the bd safetyglide¿ needle were damaged not working properly. The following information was provided by the initial reporter: we have had some issues with our 25 gauge 1" needles for injections where some of the needles in each box have not worked properly.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd safetyglide¿ needle were damaged not working properly. The following information was provided by the initial reporter: we have had some issues with our 25 gauge 1" needles for injections where some of the needles in each box have not worked properly.